Event description:
The surgeon did t2 humeral nail procedure without bixcut small sized reamers (the reamers were ordered but not sent to hospital). Another reamer set was opened which didn't have reamer options from 6mm+ (s&n reamer set) so he used the smallest option available (9mm) which was unable to go down the canal far enough without risking humeral shaft fracture (which the surgeon was trying to avoid/reduce the risk). The nail was hit down using the strike plate (attached to jig). The pt's arm fractured midshaft and the driving end of the nail (lugs) bent and fragmented (damaged nail has been sent via internal mail today). The surgeon then removed the damaged nail and placed a (10mm smaller humeral nail - 8x250mm) down the humeral shaft and did proximal and distal locking. The 8x250mm was used to instead of 8 x 260mm as originally planned. The surgeon implanted a t2 humeral nail without bixcut small sized reamers (the reamers were ordered but not sent to hospital). Another reamer set was opened which didn't have reamer options from 6mm+ (s&n reamer set) so he used the smallest option available (9mm). Which was unable to go down the canal far enough without risking humeral shaft fracture. The nail was hit down using the strike plate (attached to jig). The pt's arm fractured midshaft and the driving end of the nail (lugs) bent and fragmented. The surgeon then removed the damaged nail and placed another nail (10mm smaller humeral nail - 8x250mm) down the humeral shaft and did proximal and distal locking. The 8x250mm was used to instead of 8x260 mm as originally planned. The pt has midshaft fracture during the t2 humeral case, thereby creating a procedural delay of 40 min.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.